Manufacturer narrative:
Per the user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl. Glucose tablets, juice and food were consumed to address bg. Customer alleged pump adjusted the temporary basal rate. However, customer also reported to have changed the setting multiple times. Tandem technical support (cts) reviewed pump data and confirmed that the temporary basal rate setting was changed by the customer. Upon follow up, customer acknowledged pump data and reported issue was not reoccurred.